Manufacturer narrative:
During follow-ups on this complaint, we became aware o n 06/22/2015 that the reported data of event ((B)(6) 2015) was incorrect. The correct date of event ((B)(6) 2015) is being submitted via this supplement report.

Event description:
Customer narrative: "melp collimator fell off cart. Collimator fell on the floor and is broke."

Manufacturer narrative:
Manufacturer narrative: on (B)(6) 2015 through gathering additional information regarding this complaint, the manufacturer became aware that an injury had occurred during the original event. The operator from the site states she was alone in the room, there were no patients or other technologists present. The operator was installing the medium energy collimator and used the rod to push the collimator on to the system. The operator states that she missed the detector guide rails and the medium energy collimator fell through the other side of the collimator cart as it was not supported and fell to the floor. The operator was still holding on to the rod in her right hand and hit her lip on the cart due to the collimator falling. The operator did not alleged any malfunction. The injury caused by the impact of her lip to the collimator cart required two interior and three exterior stitches. The event was the result of user error.